Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product information required to review the device history records, and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening/polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The patient revised because of tibial loosening. Osteolysis and poly wear of the insert was noted.